Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-17182. It was reported that the patient presented for a scheduled procedure. Prior to procedure, a fluoroscopy was performed, and it was noted that the right ventricular lead exhibited externalized conductors. On (B)(6) 2020 the lead was capped and replaced. During the procedure, multiple attempts were preformed to place the left ventricular lead. Diaphragmatic stimulation, high capture thresholds, and failure to capture were noted and the lead was then replaced and removed. The patient was in stable condition.